Manufacturer narrative:
(B)(4). (B)(6). Medical intervention required, opened patient, extended or time.

Event description:
According to the reporter during a combined procedure with colorectal surgery, the surgeon tried to fire a reload for a transaction of stomach; at first squeeze it was ok. But after second squeeze there was some strange sound from handle. After finishing firing of reload, the surgeon found that there were some staple malformed. Blade already cut the tissue but staples were not formed correctly. So surgeon converted to open procedure and did manual suturing for repairing of cutting line. It was combined procedure with colorectal surgery. Patient was injured but now stable. No medical intervention required. Surgery time extended by 30mins. There was tissue damage/loss due the surgeon resecting tissue which staples were malformed. Surgeon did manual suturing to anastomosis stomach to correct this condition. There was no blood loss of 500cc or more.

Manufacturer narrative:
Ftr# (B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one reload and device opened by the account. Visual evaluation of the reload noted it was fully fired with a deformed anvil clamping mechanism and knife blade damage. During functional evaluation, the reload was able to be cycled without issue. Visual and functional evaluation of the handle noted that there were no abnormalities. Replication of the deformed anvil clamping mechanism may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.